Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the customer had a mechanical issue with their insulin pump. It was also mentioned that the customer was able to clear the alarm but was unsuccessful in completing the rewind process. Troubleshooting was performed but unable to resolve the issue. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged pump error 43 alarm found on (B)(6) 2023. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, the pump had a high sleep current measurement. The pump was monitored and no pump error 43 alarm noted. Successfully downloaded history files and traces using thump. Pump error 43 alarm was recorded and found in the formatted history file on: (B)(6) 2023 13:24:34.000 (B)(6) 2023 13:25:33.000 (B)(6) 2023 13:35:48.000 (B)(6) 2023 13:37:45.000 (B)(6) 2023 13:39:36.000 (B)(6) 2023 13:46:48.000 (B)(6) 2023 13:51:02.000 (B)(6) 2023 13:55:44.000 (B)(6) 2023 19:24:12.000 please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Pump error 130 alarm was recorded and found in the formatted history file on: (B)(6) 2023 13:17:03.000 (B)(6) 2023 13:34:03.000 (B)(6) 2023 13:46:52.000 (B)(6) 2023 13:55:48.000 the pump was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the vibrator assembly noted. Pump error 43 alarm was confirmed due to corrosion on the pcba 1 and pcba 2. Pump error 130 alarm was confirmed according in the formatted history file due to a corroded motor home switch. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:20:36.000 (B)(6) 2023 20:45:11.000 (B)(6) 2023 13:27:22.000 (B)(6) 2023 19:28:18.000 (B)(6) 2023 19:29:20.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 09:49:00.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 7:54:00 pm. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss) due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Pump error 43 alarm and a high sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. Also, pump error 130 alarm was confirmed according in the formatted history file due to a corroded motor home switch. During visual inspection, corrosion was also found on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.